Event description:
It was reported that the pt expired. The cause of death was unk. It was unk if the pt's death was related to the device or therapy. The drug contained in the pt's pump was unk. It was also reported that the pump was alarming. Add'l info has been requested from the hcp, but was not available as of the date of this report.